Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose reached 360mg/dl and upon inspection it was noticed that the pod had fallen off while sleeping which caused the cannula to come out of the skin. The pod was worn between 1 and 4 hours on the arm. Hyperglycemia treated by patient activating new pod.